Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned, analyzed and analysis of the device revealed normal battery depletion. Concomitant product: 6949 implantable tachy lead (B)(6) 2006. (B)(4).